Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent blower temperature high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The patient information was not disclosed by the customer. The device continued to operate following the blower temperature high alarm and there was neither delay in therapy not medical intervention reported due to the alarm. The ventilator was swapped. The authorized service provider (asp) inspected the device at a repair center and could not duplicate the issue but did confirm the occurrence of the blower temperature high alarm in the device's diagnostic report (drpt). The asp replaced the blower assembly as a preventative measure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Manufacturer narrative:
The replaced blower assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech stated that the device met all acceptance criteria defined in the v60 blower assembly noise/temperature failure test report. The unit will produce a ¿check vent¿ alarm if the blower temperature exceeds 95c. This is a sensor temperature of 0.736v from the sensor. When this returned blower assembly was tested, it never got down to the 0.736v threshold, so it was concluded that the blower assembly was not running at a high temperature and it did not create a "check vent" alarm at the pil lab. The results of the test report have been reviewed and approved. The pil tech concluded that further testing of the device was not required. The alleged issue could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.